Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard and 5x retained devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported conflicting sars results. Patient tested negative then positive the second time on the same device at a different location. No confirmatory testing completed.